Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of an unspecified maintenance solution. At 0530, it was reported that the pt's hematocrit (hct) was 34.7%. On (B)(6) 2014 at approximately 0115, the customer contact reported that the pump alarmed and the nurse returned to the pt's room. At that time, it was reported that an unspecified volume of blood was noted on the pt's gown and the bed sheet and the nurse noted that the tubing had separated from the leg of the clave y-site. It was reported that the nurse disconnected the option-lok male adapter of the tubing set from a needleless valve connector on the pt's IV catheter and the IV catheter was flushed with an unspecified volume of an unspecified solution. The customer contact reported that the physician was notified and a hct was ordered. The tubing set was replaced and the delivery rate were increased to 200ml/hr to deliver the remaining 400ml of solution. At approximately 0139, it was reported that the pt's hct was 31.0%. The customer contact reported that the pt's hct was monitored daily with no significant changes. On (B)(6) 2014 at 0738, it was reported that the pt's hct was 33.7%. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention was required. No additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the tubing separated from the leg of the clave y-site. This was due to a low insertion of the tubing into the leg of the clave y-site after solvent application. This report represents all the info know by the reporter upon query by hospira personnel.